Manufacturer narrative:
Evaluation summary it was caused due to an excessive force applied on the ift(insetion flexible tube). This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. The ift(insertion flexisible tube) was found abnormal (8cm away).